Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4).during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effect of angina, as listed in the absorb gt1 instructions for use (IFU), is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. Based on the case information, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that approximately 3 years ago, an absorb bioresorbable vascular scaffold (bvs) was implanted in the left anterior descending coronary artery and another bvs was implanted in the right coronary artery. Recently, the patient has experienced acute coronary syndrome with chest pain and is awaiting a heart transplant due to heart failure. There was no device malfunction reported. There was no additional information provided regarding this issue.